Event description:
This patient was undergoing stent and coil embolization to treat a wide-neck cerebral aneurysm of the internal carotid artery. An enterprise stent was placed uneventfully and followed by the coil embolization. Total of 29 coils were placed, one microplex coil and 28 dcs orbit coils, however, the final dcs orbit coil was placed in the aneurysm without difficulty, but when the mc (excelsior sl-10) was being withdrawn, the coil was noted protruding into the parent vessel. In order to confirm safety, with the aim of restraining the coil that had prolapsed into the vessel wall, a second stent (4.5 x 22mm) was hastily inserted so that it would overlap the first one (stent-in-stent). There were no problem in terms of the patient's condition immediately after the procedure. Five hours post procedure, the patient complained of numbness of the right hand. Examination revealed a positive barr's sign in the right upper limb and mild impairment of fine movements on the right. The CT findings showed no clear evidence of bleeding or evidence of infarction. Because thrombosis was suspected and it was impossible to rule out, the anti-platelet therapy was increased.

Manufacturer narrative:
In view of the risk of bleeding, radicut 60mg/day and cataclot injection 80 mg/day were started to maintain act at 200 or more, and a tendency for the paralysis to improve was observed 10 mins later. The coil was detached at the proximal end fully within the aneurysm. Two loops of the coil were protruded in the artery. No other changed in patient status post procedure and the patient remain unchanged from baseline without neurological deficits. There were no vessel characteristics that resulted in mc instability that may have caused vessel trauma. There were no excessive push forces required with any of the devices during the procedure. There was no evidence of vessel/endothelial damage/trauma at any time prior to the suspected clot formation. No difficulty experienced during the delivery of the stent and placement. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. The coil placement achieved without difficulty/excessive amount of time/manipulation. No follow-up angio/MRI was performed and no procedure films are available. No information was available regarding the vessel diameter of the wide neck aneurysm, proximal and distal. Medications: novo heparin injection 5000 units, 10ml was administered during and post procedure. Novastan hi injection 10 mg, 60mg was administered during and post procedure. Decadron injection 8mg, and cefamezin- for injection 1 g was given during the procedure. Radicut injection 30mg, and cataclot injection solution 40mg was given post procedure. One-day post procedure, the patient exhibited persistent paralysis of the fingers of the right hand and mild disorientation. The mra findings consisted of numerous small high intensity spots in the mca region, and hia (5 x 10 mm) was confirmed in the posterior portion of the temporal lobe. Two days post procedure; a tendency for the paralysis of the fingers of the right hand improved and resolution of the disorientation were confirmed. Three days post procedure, it was reported improvement of the paralysis of the fingers in the right hand was confirmed. Add' info will be submitted within 30 days upon receipt. This is one of three products used on the same patient. MFR. Report# 1058196-2008-00005, -00006, -00007.